Event description:
Per the clinic, the patient underwent a revision surgery (irrigation with antibiotics) due to infection (site of infection not confirmed). Additional information has been requested but has not been made available as of the date of this report.